Manufacturer narrative:
This is an addendum to the previously submitted emdr's to document the results of the reativity testing as a sample mesh was provided to the patient's allergist. The patient's allergist has informed davol that the results of the reactivity testing were "entirely negative." Based on this feedback we have concluded that the reported patient condition was not due to the bard mesh used to repair the hernia in 2016. As such this compliant is unconfirmed for the patient experiencing a reaction to the mesh.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided. The information included, patient information and product identifiers. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Manufacturer narrative:
The information provided was limited. Multiple attempts have been made to obtain additional information from the contact (doctor). Along with requests for information, the doctor was informed that she could formally request a mesh sample for reactivity testing. No additional information has been provided, nor have we received a request for a mesh sample to be provided to the doctor. Allergic reaction is identified in the adverse reaction section of the IFU as a possible complication. Based on the information provided at this time, no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that 8 months post implant of a bard ventralight st hernia patch the patient presented with itchy skin and hives.